Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that upon implantation of an impella cp, the pump stopped due cannula kinking at the aorta. Due to another company's transcatheter aortic valve replacement valve they were not able to be insert any more to straighten out the cannula. Attempts were made at repositioning and titrating the p level but the motor current was not recovered. The impella cp was explanted and a balloon pump was inserted. The patient survived.

Manufacturer narrative:
The investigation of product damage (cannula kink) and low pump flow has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
Device inserted over tavr valve easy with no resistance and the kink was observed after the pump was started so we don't know exactly what caused the kink. Despite repositioning pump and adjusting p- level flow issue not resolved. Complaint device not returned for analyzing. Data log not available to review. Low pump flow: the cause of the low pump flow was a reported kinked cannula. Cause of the kink was unknown due to insufficient clinical details. Product damaged (cannula kink): the cause of the product damaged (cannula kink) was a reported kinked cannula. Cause of the kink was unknown due to insufficient clinical details.